Event description:
On (B)(6) 2018 doctor placed multiple dental implants at locations, 2, 3, 14 and 15. On (B)(6) 2018 patient returned with mobility issues. Dental implant was removed on (B)(6) 2018. When placing the dental implant poor primary stability was achieved.